Event description:
It was reported by the affiliate that during service and repair, it was determined that the expressew iii w/o hook device without hook had bad tip. During in-house engineering evaluation, it was determined that the upper jaw, it was found that is bent on its end, a functional test was not performed due to the bent jaw. There was no surgical delay or patient harm. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the device in used condition as expected. When reviewing the upper jaw, it was found that is bent on its end, a functional test was not performed due to the bent jaw. The overall complaint was confirmed as the observed condition of the expressew iii w/o hook would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to hard and continuous use; since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to bent upper jaw., it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. H4: the date of manufacture was unknown. UDI: (B)(4).